Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant procedure. When the catheter was removed, the patient complained of poor stream when compared to the preoperative stream. The pump was palpated and the indentation appeared to have decreased. Troubleshooting was done by cycling and deactivating the pump. After troubleshooting, a larger indentation was felt and the stream had improved. However, after 24 hours, the patient had a poor stream again and finally went into acute urine retention. The pump was found to be filled again and the indentation had decreased from what was felt the day before. Troubleshooting was performed once more by cycling and deactivating the device. A foley catheter was placed and the patient was observed for an hour. After the hour had passed, the pump did not fill back, confirming the deactivation was done properly. However, 12 hours later the pump was filled again. Troubleshooting was done for a third time. Considering the aus was still activating automatically and there is risk of urethral erosion, an explant procedure was performed. During the procedure, it was seen that the deactivation button was not working as intended as the pump was getting filled and subsequently the cuff was getting filled. A new device can be placed once the patient heals. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 800 was thoroughly analyzed. The cuff was visually and microscopically examined, revealing no anomalies that could affect the functionality of the component. Visual and microscopical inspection of the pump did not identify any abnormalities in the component. Functional testing of the pump confirmed that the component performed within specification. The balloon was visually and microscopically examined, no abnormalities were noted. Upon functional testing, the balloon tested at 77.2 cmh2o for a product specification within 61-70 cmh2o. The identified balloon behavior could affect the functionality of the ams 800. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product analysis. The reported symptom of urinary retention is included as a potential adverse event in the product labeling.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implant procedure. When the catheter was removed, the patient complained of poor stream when compared to the preoperative stream. The pump was palpated and the indentation appeared to have decreased. Troubleshooting was done by cycling and deactivating the pump. After troubleshooting, a larger indentation was felt and the stream had improved. However, after 24 hours, the patient had a poor stream again and finally went into acute urine retention. The pump was found to be filled again and the indentation had decreased from what was felt the day before. Troubleshooting was performed once more by cycling and deactivating the device. A foley catheter was placed and the patient was observed for an hour. After the hour had passed, the pump did not fill back, confirming the deactivation was done properly. However, 12 hours later the pump was filled again. Troubleshooting was done for a third time. Considering the aus was still activating automatically and there is risk of urethral erosion, an explant procedure was performed. During the procedure, it was seen that the deactivation button was not working as intended as the pump was getting filled and subsequently the cuff was getting filled. A new device can be placed once the patient heals. There were no further patient complications.